Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information also indicated that approximately 7 years and 1 month following the valve implant acute on chronic heart failure exacerbation occurred. The patient presented to the hospital with 1 day of worsening shortness of breath and chest tightness. A computed tomography (CT) angiogram was performed and showed no evidence of a pulmonary embolus (pe). Bilateral pleural effusion with new patchy consolidations were noted. An elevated n-terminal pro-b-type natriuretic peptide (nt-probnp) and an electrocardiogram (ECG) without ischemic changes were noted. There was concern for pneumonia, but the cultures were negative and antibiotics were not administered as result. Intravenous (IV) diuresis given due to concern for volume overload. The patient was admitted one day later due to a transthoracic echocardiogram (tte) with an increased gradient across bioprosthetic valve and evidence of worsening aortic regurgitation (ar), mitral regurgitation (mr), and tricuspid regurgitation (tr). A repeat tte 5 days later being euvolemic. This demonstrated increased aortic gradients with suspicion of echo density on aortic prosthetic valve. A cardiac CT was performed 5 days later which showed diffuse thickening and calcification of the leaflets with severe restricted leaflet opening of the rightward and non-coronary directed leaflets. A transesophageal echocardiogram (tee) demonstrated an increased mean gradient of 33 millimeters of mercury (mm hg) an aortic valve area (ava) of 1.2 cm2 and a peak velocity of 3.7. No vegetations or masses observed. The following day, the patient transitioned to oral diuretics upon discharge. The event resolved at that time without sequelae. Approximately 7 years and 4 months following the transcatheter valve implant, the patient presented again with decompensated heart failure along with the cardiogenic shock and a newly reduced ejection fraction. An ischemic evaluation was performed due to an electrocardiogram (ECG) equivalent st-elevation myocardial infarct (stemi). However, clear coronaries were identified. A right heart catheterization (rhc) showed elevated filling pressures. The etiology of the worsening heart failure was thought to be worsening transcatheter valve stenosis causing severe aortic insufficiency. The condition was managed with medication for contractility, an intra-aortic balloon pump (iabp), ¿aggressive¿ diuresis which required multiple medicinal pressors and an nitroprusside infusion for afterload reduction. Hemodynamics dramatically improved following the transcatheter valve-in-valve replacement. The post procedure course was complicated by intermittent complete heart block (chb) which resulted in 2 episodes of asystole. An urgent transvenous pacemaker (tvp) was placed the day following the valve revision and a permanent pacemaker was implanted 2 days following the valve revision. The patient remained euvolemic without diuresis following the valve revision. The patient was weaned off the pressors and inotropes two days following the revision procedure. The event was resolved without sequelae 10 days following the valve-in-valve revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 4 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for cardiogenic shock with severe aortic stenosis and severe central aortic regurgitation. During the hospitalization vasoconstrictors and a beta1-adrenergic agonist were administered. Three days following the start of the hospitalization, a non-medtronic transcatheter aortic valve was implanted in the patient. No additional adverse patient effects were reported.

Event description:
Additional information received indicated the prior to the transcatheter valve implant the baseline mean aortic gradient measured 36 millimeters of mercury (mm hg). Per aortography, the valve was implanted 4 mm of the non-coronary sinus and 6 mm of the left coronary sinus. The day following the valve implant the discharge transthoracic echocardiogram (tte) measured a mean gradient of 7 mmhg. The non-st-elevation myocardial infarction (nstemi) was reported as unrelated to the valve. The reported valve revision occurred with a non-medtronic valve implanted within the medtronic valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.